Event description:
Tampon fell apart inside- vagina [foreign body in reproductive tract]. Hurt - vagina [vulvovaginal pain] . Hurt - tampon [medical device site pain]. Tampon fell apart inside [device breakage]. Case narrative: consumer reported via e-mail that tampons fell apart inside of her. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.